Event description:
Was giving potassium phosphate as ivpb (secondary IV) through pump. When infusion was done, I noticed a large amount of fluid did not get administered. Double checked with second person that everything was hooked up correctly (which it was). IV pump said total volume given was 250 ml which would have been the whole bag, but that was not given.